Manufacturer narrative:
UDI - not required for product code implanted date: device was not implanted explanted date: device was not explanted PMA/510(k)- k926214 the actual sample was received for evaluation. Visual inspection of the actual sample revealed that the distal end had been fractured. The total length was confirmed to be 975 mm. As the specified length of this product code is 1000 mm, it was conceivable that the distal 25 mm was fractured and missing. The fractured section was inspected under a magnifier and an electron microscope. It was found that the distal end had been elongated with tapered outer diameter. From this, it was presumed that the actual sample was exposed to a tensile load, resulting in the tearing of the outer layer. After removing the outer layer, the appearance of the fractured part of the core wire was examined using an electron microscope and found a radial pattern on the fracture surface. The outer diameter of the actual sample was measured and confirmed to meet the factory's control criteria. Mechanism of the fracture of guidewires: it is known from our past experiments that the guide wire may get fractured when it has been subjected to one of the loads described below. In addition, as for the core wire, the state of the fracture ends presents some regularity depending on the mechanism of fracture. Pulling load to a test sample kept in a loop shape. The fracture end of the core wire is curved. This state is different from that observed in the actual sample. Repetitive bending load at a 90-degree angle. The fracture end of the core wire has not been deformed in a curve shape. Dimple pattern is observed on the fracture surface. This state is different from that observed in the actual sample. Continuous one-way torque load to a curved guidewire. The fracture end of the core wire has not been deformed in a curve shape. Radial pattern is observed on the fracture surface. This state is similar to that observed in the actual sample. One-way pulling load. The fracture end of the core wire has been tapered off. This state is different from that observed in the actual sample. A review of the device history record and shipping inspection record of the involved product code/lot# combination was conducted with no findings. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire gt and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire gt or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It was likely that the fracture of the actual sample was caused by the following mechanism as one of the possibilities: the core wire was fractured by having been exposed to a continuous torque load in one direction to the part in question while the actual sample was bent; subsequently, a tensile load was applied to the area in question, which caused the outer layer to elongate, resulting in the tearing. The exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported the radifocus guidewire m product was used for a shunt pta procedure. When the wire was removed at the end of the procedure, the tip of the wire was found to be broken. A piece of wire is still in the patient's body. It is still under confirmation whether the piece can be removed or not. There was harm to the patient but non-serious. The procedure outcome was not reported.